Event description:
It was reported that there was an alleged infection involving the jts (non-invasive) proximal tibial replacement (c23-770).

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.